Event description:
During implantation of the intraocular lens with the unfolder system the trailing haptic broke off the iol. The implanted iol was cut in 1/2 to remove and a vitrectomy performed. A replacement lens was implanted with no further issues. Patient experienced no permanent damage.